Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and is cracked at the top right corner of the display screen. Customer's blood glucose was 223mg/dl at the time of incident. Troubleshooting also found that the customer's blood glucose went up to 432mg/dl and customer indicated the pump does not deliver insulin. Troubleshooting found that the bolus amounts have been administered correctly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioning properly during testing. Device received with cracked case on display window corners and cracked reservoir tube window corners.